Event description:
The info received via the study indicated that during the index stenting procedure in a severely tortuous and calcified lesion in the ostium of the left internal carotid, the pt experienced an ischemic stroke. The onset of the stroke was sudden, and occurred during post-dilatation of the stent with a non-cordis balloon with the angioguard still in place. The recovery was partial, with major residual still remaining. There has been no intervention or treatment noted. The pt was discharged to rehab.

Event description:
It was reported that during a stapled hemorroidopexy procedure, the anodilator was positioned at the anus and the purse string was done circumferential, as usual practice of the surgeon. The instrument was placed into the anal canal and closed and fired. The tactile feedback of the firing was not audible; there was no tactile feedback as mentioned by the surgeon. The stapler was removed and the surgeon found that the staples were not properly formed. The cut line was not completely sealed and there was bleeding. The surgeon had to suture the staple line to stop the bleeding.

Manufacturer narrative:
Review of the adjudication minutes received for this patient on april 21, 2010 note that (during the index procedure) during post inflation of the stent, the patient had no flow in the internal carotid artery for 60-120 seconds and the filter basket was noted to be full of debris. General angiography showed no definite emboli. Verapamil was administered. Hypo-perfusion is a well known potential complication when using an embolic capture device. If the device becomes filled with debris, as it did in this case, blood flow can be significantly reduced, sometimes requiring medical intervention or removal/suctioning of the device. This does not represent a device malfunction.

Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14093102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records or process monitoring excursionis were issued for this lot. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.